Event description:
A malfunction alarm labeled malf 16 was reported by the customer. There was no adverse impact to the customer's blood glucose level, with levels not exceeding 500 mg/dl. Technical support assisted the customer in resetting the pump, but as the malfunction recurred, they arranged for a replacement pump. The customer opted to use multiple daily injections (mdi) as a backup therapy to maintain insulin delivery and was instructed on how to store the problematic pump before returning it via a pre-paid label within 10 days.